Event description:
The patient has endophthalmitis. The doctor does not appear to believe the event is lens related at this time. The expiration date of the lens is 31-aug-2015. The company has been attempting to get more info from the doctor.

Manufacturer narrative:
This MDR supplement is being submitted at this time as an outcome of an internal company audit conducted on product complaint handling. It was discovered that a MDR supplement was not submitted to FDA by previous qa/ra personnel, as required. Device evaluation details: the complaint product was not returned. Visual inspection of the product was not performed. No abnormalities were found in production and inspection records of the product. (Serial no: (B)(4). Model: fy-60ad). The exact root cause is not determined. (B)(4).

Event description:
The patient has endophthalmitis. The doctor does not appear to believe the event is lens related at this this tme. The expiration date of the lens is (B)(6) 2015. The company has been attempting to get more information from the doctor.